Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, ac shallowing, elevated iop without pupil block and angle closure. The lens was exchanged for a shorter length lens and problem resolved.